Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two days following the implant of this transcatheter bioprosthetic valve, pseudomonas bacteremia was identified and treated with six weeks of intravenous antibiotics. In the interim, long sinus pauses were observed. Subsequently, a permanent pacemaker was implanted sixteen days after the implant of the valve. Fifty-four days after the implant, pseudomonas aeruginosa bacteremia was noted. A transesophageal echocardiogram (tee) ten days later demonstrated thickening around the aortic root and the ascending aorta. A positron emission tomography (pet) scan six days later demonstrated a focus of activity on the transcatheter aortic valve implantation (tavi) prosthesis. The next day endocarditis was confirmed. A prophylactic extraction of the permanent pacemaker and leads (non-medtronic) were performed and antibiotics were prescribed. No further adverse patient effects were reported.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. From the available information, a conclusive cause of the reported endocarditis could not be determined, as the valve remained implanted. Endocarditis cases that occur within two months after the procedure were known as early prosthetic-valve endocarditis and were usually acquired while the patient is in the hospital (nosocomial infection). These cases might also be due to introduction of the microorganism during the implant procedure. Review of the organism with the microbiology department confirmed that this species was inactivated by the terminal sterilization process. Conduction disturbances were known potential adverse effects per the evolutr IFU can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the tav, as occurred in this case. Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations, but a conclusive cause could not be determined. No further adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.